Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of thrombosis is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report thrombosis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Prior to inserting the steerable guide catheter (sgc), thrombus was discovered on the transseptal sheath in the left atrium (la). The physician decided to give an additional 15.00 units of heparin and continue with the procedure. Although thrombus was still present, the sgc was inserted. After the sgc was inserted into the la, additional thrombus was discovered in both the left atrium, right atrium and on the sgc. Heparin was given and the procedure was discontinued, and no aspiration was performed to remove the clots. Mr remained at a grade of 3-4. No additional information was provided.